Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by malaise "unwell" and confusion. The same day the event onset, the patient was hospitalized. The cause of the event and treatment were not reported. Patient outcome was unknown. Pd therapy was discontinued and the pd catheter was removed. No additional information is available.

Manufacturer narrative:
Correction : g1: device manufacturer address is ni g1: device manufacturer city is ni g1: device manufacturer country is ni g1: device country code is ni g1: device manufacturer postal code is ni the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.